Event description:
A caller reported that the quick bolus and wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level, which remained within normal range. The customer was instructed by technical support to ensure the pump was not connected to a power source and to apply firm pressure to the button while providing support from the opposite side. Despite these measures, the issue persisted, and technical support arranged for a replacement pump to be sent with updated software. The customer was advised of the necessary steps upon receiving the new device, understood the instructions, and was asked to return the defective pump using the provided packaging and prepaid label.